Event description:
Additional information received reported the mass was determined to be cerebrospinal fluid (csf) that followed back the catheter. The csf tracked back, leaked, and followed the catheter back to the incision.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter information was adjusted to clarify the information. Previously reported as (like the 8709s) but should have read (like the 8709sc).

Event description:
It was reported that the catheter could not be seen on fluoroscopy (like the 8709sc) as a mass was noted at the site of the catheter in the patient's back but "it could not be determined why."

Manufacturer narrative:
Concomitant product: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type catheter. (B)(4).

Event description:
It was reported that the catheter could not be seen on fluoroscopy (like the 8709s) as a mass was noted at the site of the catheter in the patient¿s back but ¿it could not be determined why.¿ reportedly, the mass was in the back by the incision and ¿cad must of leak track back on cath.¿ the location of the issue was noted as the catheter tip which was located at t9. A seroma was noted at the catheter tract. It was reported as unknown or ¿n/a¿ if diagnostic testing, troubleshooting or other actions occurred, if the cause of the issue was determined or if the issue was resolved. A catheter revision occurred in which the pump segment of an 8780, (B)(4) was used with a new 8782. The explanted catheter was discarded and will therefore not be returned. At the time of the report the patient's status was reported as alive-no injury. Other than the seroma, no other patient symptoms were reported. This device system delivered morphine. The patient was currently receiving effective therapy. Event clarification was requested for ¿cad must of leak track back on cath" but no further information was available at the time of the report. Should additional information be received a supplemental report will be filed.